Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, the light guide cable buckled, the remote control button cracked, the remote control button cracked, the segment corroded, the control body corroded, the receptacle corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the nozzle gluing missing, the insertion flexible tube (ift) leak, the eog valve loose, the down pulley wire worn out, the left pulley wire worn out, the suction channel kink, the angle wire grinding, and the ccd module pixels. However; they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).